Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and revealed a longitudinal fissure approximately 0.5 cm on the blue air vent. Gravity and underwater leak testing was performed and revealed that the device was leaking through the air vent. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed in the air vent of a vented paclitaxel set during filling. There was no patient involvement. No additional information is available.